Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was reviewed and the reported gripper actuation issue and material separation (suture knots and gripper line) were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. The detached suture knot was potentially influenced the reported gripper actuation issue. The reported difficult to remove and poor image resolution could not be replicated in a testing environment as these were related to patient anatomy/procedural conditions (operational circumstances). The reported patient effect of mitral valve tissue damage and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed and the returned device analysis, a conclusive cause for the reported detached suture knot resulting in the reported material separation of gripper line from gripper arms, the reported gripper actuation and the reported patient effect of foreign body in patient, could not be determined. The reported material separation of the suture knot from the gripper arms was related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and material separation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that a surgical ring had been previously implanted on the posterior annulus. An ntr clip delivery system (cds) was advanced; however, while under the valve, it was noted that the due to the implanted ring, the posterior clip arm was unable to be seen under echocardiogram. Grasping was performed, but due to the poor visibility, the physician was unable to see the grippers lower. The gripper lever was advanced and retracted multiple times, but the grippers were still unable to be seen. Therefore, the clip arms were inverted to pull the clip back into the left atrium (la). However, at this moment, echocardiogram showed the grippers had been lowered, despite the retracted gripper lever. Advancing and retracted the gripper lever was again performed, but there were no effects on the grippers. The decision was made to remove the gripper lever cap and pull on one end of the gripper line. It was confirmed that the gripper line was still intact as the free end of the gripper line was pulled toward the gripper lever. With the clip arms inverted and grippers lowered, the clip was attempted to be pulled into the la. However, the clip became caught on the chordae. Troubleshooting was performed and the clip was removed from the chordae, but a chordal rupture was suspected. The cds was removed from the anatomy, and while outside the patient, it was noticed that the gripper line had detached from the grippers. However, only one lug/eyelet was still attached to the gripper line. The other was not visible and was believed to remain in the patient. A second clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. The following day, the physician stated the patient was in good health and there were no signs of embolism. No additional information was provided.